Manufacturer narrative:
Continuation of d10: product ID: a810 , product type: software version 1.1.413. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that the patient's pump started alarming every 2 hours on (B)(6) 2023. The patient stated their pain was a lot worse then normal. They also stated they were deaf and didn't know what the alarms could be. They mentioned they just had the pump filled last month. They also mentioned they had a pump in the past where the pump was shut off and they went through withdrawals and couldn't sleep for 3 nights in really bad pain (refer to (B)(4) ). The patient came to the clinic and the pump was showing a low reservoir alarm and reset/safe state. There was no electromagnetic interaction with the pump. Discussed reprogramming the pump as prescribed by the healthcare provider and updating the pump/checking all fields for accuracy. Discussed monitoring the pump and recurrence of the alarm and to educate the patient on the difference between the critical and non critical alarms. The rep later reported that the elective replacement indicator (eri), end of service (eos), and date/time were wrong. Technical services had them update the pump with personal therapy manager (ptm) settings and then have it removed. Rep stated the programming was corrected and eri/eos were fixed. Additional information received from the company representative reported that technical services stated that the pump ¿checks itself¿ several times throughout a 24 hour period, and at some point, the pump detected something wrong, and went into a ¿safe state." The zero-volume reading of the reservoir level and the incorrect eri/eos and date/time were due to the ¿safe state¿ the pump entered into. Once the safe state was entered, along with the date and time change, the eri was reading as (B)(6) 2023 (same month). Regarding the low reservoir alarm, the pump was not actually low in volume. Once the ¿safe state¿ was initiated by the pump, it seemed to automatically read the pump as having 0 ml of drug. The hcp withdrew all of the reservoir contents so they could get an accurate reading of how much drug was in the pump, then put it back into the pump reservoir. The cause of the pump putting itself into safe state was not determined, and the cause of the patient¿s increased pain was mo st likely due to the pump reverting to true minimum rate due to the safe state. The patient was not getting the normal daily dose they were prescribed. To resolve, the correct pump parameters were programmed into the pump and all changes were approved by the hcp. The attempt to update the pump failed and a screen on the tablet showed ¿update cannot start - pending data invalid¿ and listed a warning with service code 101, a caution with service code 87, and an information notice with service code 114. The ptm settings were removed and then updated again. Upon this change, the pump date and time were restored to original settings and the correct eri date was showing. At this point, the pump is back to normal. Since the pump therapy settings were able to be restored back to pre safe state settings, the patient¿s increased pain resolved. The hcp instructed the patient to call them immediately if they experienced any abrupt changes in the future or heard any alarms from the pump.